Manufacturer narrative:
Complaint is confirmed. One ar-611-4 lot 052050 was received for investigation. Visual inspection of the device showed that the head of the device (c10724-01) has broken off is missing, the cause of the broken head is undetermined.

Manufacturer narrative:
Complaint is confirmed. One ar-611-4 lot 052050 was received for investigation. Visual inspection of the device showed that the head of the device ((B)(4)) has broken off is missing, the cause of the broken head is undetermined.

Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-611-4 ibalance® uka sportsplasty¿, tibial impactor broke. This was discovered during a procedure on (B)(6) 2021. No patient affected. Additional info requested.